Event description:
A 24 mm diameter x 14 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unk and the pt's arteries were reported to be extremely tortuous and calcified. It was reported that the delivery system was attempted to be inserted without the use of an introducer sheath, however, during the attempt the delivery system kinked. The delivery system was removed from the pt then a 22 french introducer sheath was inserted to aid in the introduction of the device. The same device was inserted and was successfully deployed, however, the pt's iliac artery was reported to have dissected during the procedure. A covered stent and another MFR's stent were successfully implanted to cover the area of dissected vessel. The pt lost some blood, but was reported to be doing fine. No additional clinical sequelae were reported.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (arterial trauma/dissection/perforation). Pt's condition affected effectiveness of device (tortuous and calcified arteries). Conclusion: device failure/lack of effectiveness related to pt condition (tortuous and calcified arteries).